Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 167760, mfd. 01/16/2014, expires 2019-01, (B)(4). 2nd (second): ifuse implant, p/n 7055-90, lot# 373339, mfd. 05/29/2015, expires 2020-05, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493584, mfd. 10/26/2015, expires 2020-10, (B)(4).

Event description:
In (B)(6) 2016, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had complaints of pain following the initial procedure. There was no indication that the implants were malpositioned or involved with the pain complaints but the patient wanted them removed anyway. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all three implants. The explant holes were not filled with bone graft. The status of the patient following the revision surgery is not yet known.